Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for low bipolar pacing impedance on the right ventricular (rv) lead and that the patient historically has had high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.